Event description:
It was reported that muscle noise oversensing was observed on this rv lead. Impedance measurements were previously noted to be greater than 2000 ohms. At that time, programming was adjusted to unipolar pace and bipolar sense. It was discussed to bring the patient in for lead testing, to recreate the noise. Sensitivity was programmed to 1.5. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).